Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer was not using the pump for insulin therapy at the time of the alarm. There was no reported adverse impact. No additional information was provided.